Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: separated guide wire requiring medical intervention to retrieve the separated portion. Device issue: guide wire separation. It was reported that during a peripheral case, upon positioning a polarcath peripheral dilatation system in order to perform cryoplasty, the guide wire separated. The physician retrieved the separated portion of the guide wire with a snare device. Reportedly, there were no patient effects and the patient is doing well. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed that the guide wire was returned with blood and contrast on the core and coils. There were four kinks in the core, 18.4 cm, 62 cm, 98 cm, and 133.7 cm distal to the proximal end of the guide wire and one kink in the core and hypotube 147.5 cm distal to the proximal end of the guide wire. The core had separated at the distal end of the hypotube. There was core extending out the distal end of the hypotube. There were offset intermediate coils 2.2 cm distal to the proximal solder for a length of 0.5mm. There were sporadic offset intermediate coils proximal to the center solder for a length of 1.5 cm. There was a bend in the shaping ribbon 2.2 cm proximal to the tipball. The tip was in a large hook shape. There was no other damage noted to the guide wire. The tip was tugged on to verify the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core, at the hypotube joint, was subjected to excessive ductile overload beyond the design limit of the wire causing the tip to detach. For the guide wire to fail due to ductile overload, some portion of the wire would have to be trapped or restricted either in the anatomy or another device and excessive bending force was applied. In this case, the mechanism of how the wire was trapped was not described, but the overlapped intermediate coils and the numerous kinks in the shaft of the wire show that there was heavy resistance and bending the wire during the procedure. The hypotube joint area appears to have been overbent during use causing the wire fracture due to unknown procedure conditions. Note: the wire tip bending found in the analysis appears to be the result of the application of the "j" shape required for the procedure and was not a quality issue with the wire. There is no indication of a quality issue in either materials or workmanship. This very low-level failure mode is being monitored. Action may be taken based on future complaints. To insure this does not occur, manufacturing 100% checks all wires for any bends or kinks along the core. Also, every wire is non-destructively checked for hypotube joint tensile strength and must meet the minimum 2 pound specification requirement. Also, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.